Manufacturer narrative:
(B)(4). The user facility is foreign; therefore a facility medwatch report will not be available. The device history record was reviewed and no non-conformance was identified that would cause or contribute to the reported event. The warnings in the package insert state this type of event can occur. The device remains implanted, at this time no product will be returned to the manufacturer for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the implant was soaked in genta and nacl for a few minutes, approximately 2-3 minutes two times. The implant was inspected prior to implantation and no issues were noted. When the surgeon attempted to insert a screw approximately 7-10 mm from the edge of the implant it broke. The surgeon did not pre-drill prior to inserting the screw. The patient did not retain any broken fragments of the implant and no medical complications were reported. The surgery was completed using the implant. The event caused a 10 minute delay to the procedure. It is reported the patient is doing well, however the surgeon is unhappy with the asymmetry.

Manufacturer narrative:
The design vendor conducted an investigation into the complaint for fit. They concluded, "the most likely underlying cause is unknown." The implant dimensional analysis scan performed on the first choice (fc) and back up (bu) implants as part of the finished part inspection process were reviewed. The scans determined that both the fc and bu implants were manufactured according to design requirements provided by the customer and met all acceptance requirements. The complaint states that while inserting a screw the implant broke. The complaint cannot be verified as there was no return. There are no indications of manufacturing defects. The most likely cause for the fracture complaint is due to excessive force during plating. The instructions for use (IFU) state, ¿using a powered instrument, an appropriately sized pilot hole must be placed at least 4 mm from the perimeter of the implant before inserting any screw. Irrigation while drilling is recommended.¿ the IFU also states, ¿they are not intended or designed for full or partial load bearing.¿